Manufacturer narrative:
(B)(4). Medical device batch # unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information was requested, and the following was obtained: does the surgeon usually wait 15 seconds before firing? Yes. Does the surgeon fire or use a continuous shot? I do not have this information. What color and code of the product or cartridge was used during the procedure? Pse45a. Was reinforcement material used? No. How was bleeding treated intraoperatively? I do not have this information. How was the leak identified? I do not have this information. Were any difficulties observed with the device during the initial procedure to include staple formation? Doctor already used to use this stapler, but I do not have this information in this case. Was a leak test performed? If so, what was the result? Yes. Blue leak. During the reoperation, were there any problems with staple formation? I do not have this information. How was the leak handled in the reoperation? I do not have this information. What is the patient's current state? I do not have this information. In this patient, there was no fistula, but a staple line dehiscence. And need for reoperation.

Event description:
It was reported that in the last 4 bypass surgeries the doctor performed, she reports having had 3 leaks in the gastroenteroanastomosis (two of them were corrected during the surgery and the other one had a fistula and the patient needed to be reoperated). Doctor says that the staple lines are bleeding too much, beyond normal. Gastroenteroanastomosis leakage, fistula and the patient needed to be re operated.